Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, and malfunction did not recur, so customer was advised to continue using pump and to call back if any further malfunction alarms appeared.